Event description:
A customer observed multiple, imprecise vitros phyt quality control results (biorad lc1 qc results = 14.7, 14.2, and 14.2 ug/ml vs. An expected result of 11.7 ug/ml; tdm pv iii = 40.0 ug/ml vs. An expected result of 30.0 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report is number one of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, imprecise vitros phyt quality control results were obtained. No patient samples were known to have been affected. The investigation could not determine a definitive root cause. However, an equipment related issue and/or a vitros phyt slide related issue cannot be ruled out as contributing factors.